Event description:
Multiple discordant results were generated on one patient sample on orders that came from an advia chemistry 1800 system, which was connected to a versa cell. There was no known report of treatment given or withheld based on the discordant results.

Manufacturer narrative:
A siemens fse (field service engineer) was dispatched to the customer site to evaluate the versa cell and instrument data. Due to incorrect settings in the versa cell, data was generated with results 10x's higher than expected. The versa cell settings were incorrectly configured in regional settings to "(B)(4)", which changes the decimal symbol to a comma. The fse changed the regional settings back to the supported us (english) settings. The instrument is performing within specifications. No further evaluation of the device is required.